Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported that, on an unknown date, the pump was "under amount (first)" and the patient experienced symptom return. The pump remained in service, but the catheter was out of service. Troubleshooting included "opacification + scanner." Actions included a scheduled surgical intervention on (B)(6) 2017, as well as "drug per os." There was no information regarding contributing factors. The issue was not resolved. The patient status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, lot# unknown, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant dates and serial/lot numbers of the pump and catheter were not provided for the representative. It was reported the opacification and scanner tests revealed the catheter was "replaced." "Drug per os" was clarified to mean drug by the mouth. Only the catheter was replaced on (B)(6) 2017. The catheter would not be returned because the representative was not provided any information by the hospital.